Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the mother that the customer was having an issue with the contour meter. The infusion set was changed the night before the report date and the customer was having high blood glucose readings. Customer was having elevated blood sugar and vomiting and could not understand why. When the customer changes site, the blood glucose tends to run a little high but eventually goes down. But the customer's blood glucose was 425 mg/dl and hasn't gone down. Customer's mother reported that she gave a bolus shot to treat the elevated glucose reading. The call was disconnected. No further information provided.